Event description:
It was reported that the device was used during a laparoscopic splenectomy. It was reported by the rep that during the procedure, a tsw45 instrument stapler was fired on the spleen hilum and bleeding occurred at the distal staple line. A second tsw45 instrument was used to complete the case. There was no consequence to the pt.